Event description:
It was reported that the pump was displaying a downstream occlusion alarm. During testing, it was noted that the downstream occlusion alarm occurred at 5psi and once the obstruction was removed, the alarm did not clear immediately.

Manufacturer narrative:
E1 - initial reporter phone- (B)(6). The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and confirmed the reported alarm. The customer indicated that the reported problem was not related to any previous smiths repair.visual and functional inspection found the device to be in good condition. The complainant¿s allegation was confirmed, and the probable cause was identified as the need for dso/uso calibration. The issue was resolved by performing dso/uso calibration. Following repair, the device successfully passed all functional and delivery tests.